Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient has been having "issues" since her scs system was implanted and they wanted to do an MRI to investigate this further. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient was experiencing neck pain. The hcp stated that the patient was complaining of occasional electric shocks. The manufacturer representative was helping the patient resolve the issue. It was noted that it had been partially resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.